Event description:
Caller states that she tested 2.5 inr on the coaguchek xs system and 2.0 inr on a comparison lab. No actions were reported taken or treatment received. No adverse event reported. A request was made for the return of the affected product.

Manufacturer narrative:
The event occurred in (B)(6). The correct date received by manufacturer is (B)(6) 2011 but cannot be changed due to system limitations.